Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer received an invalid transmitter ID alert. Issue occurred in the past and customer had already replaced transmitter, therefore troubleshooting was not preformed, and no additional information was obtained. A replacement transmitter was sent to the customer.